Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue: has been receiving no prime warnings for over 24 hours. Has changed cartridge, site, insulin. Customer support (cs) instructed to disconnect and complete rewind/prime. Pump rewound without issue no sound changes in motor. Patient inserted cartridge and states no cartridge detected. Patient did not have an empty cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2013 with the following findings:a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. The pump cover was removed, and there was evidence of moisture corrosion found to the force sensor circuit and the force sensor assembly.